Event description:
After opening the cook ureteral stent and threading wire, the physician noticed that the distal end of the stent was cracked. This was found prior to use and another stent (unknown as to brand) was used. There was no harm to the patient.